Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion seal is peeling off. The issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported problem was confirmed through visual inspection. The downstream occlusion(dso) seal was peeled, and it will be replaced. Further investigation found upstream occlusion(uso) was defective. The upstream occlusion(uso) seal was replaced. Rust was found in the battery compartment.